Event description:
It was reported by the customer that the pyxis medstation es system have three half-height drawers are failed. The customer stated a delay in dispensing due to a nurse's inability to access the drawer, necessitating the use of an alternative device in a different unit. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the faulty controller board on drawer. A field service engineer, replaced drawer controller board on drawer 5.1 and 5.2 and reseated all connections to drawer 1.2 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.